Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was learned through implant patient registry that a patient with a 7300tfx 29mm mitral valve underwent a valve-in-valve procedure after an implant duration of 7 years due to mild to moderate mitral regurgitation and severe mitral stenosis secondary to calcified mitral valve. The patient presented sob, with acute hypoxemic and in chf. The procedure was performed with a 29mm 9600tfx transcatheter valve. Per medical records the patient deteriorated on arrival into pulseless v tach/cardiac arrest, requiring CPR and intubation. The patient was diagnosed with sepsis, aki and with severe mitral stenosis, and mr due to a calcified bioprosthetic mitral valve. There were no clots/vegetations seen on the ppm leads or mitral valve. The patient underwent a valve in valve procedure on day of arrival. The patient transferred to recovery post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.